Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a 1208 "oxygen not available" alarm error occurred. It is unknown if there was patient involvement at the time the issue occurred; however, there was no reported harm to the patient or user. At bench repair, the proper alarm settings were restored, and the device was left ventilating to detect further failure. After leaving the device running, no more alarm failures occurred. The investigation is ongoing.

Manufacturer narrative:
At bench, it was observed that the alarms in the sound are set off. The proper alarm settings were restored, and the device was left ventilating to detect further failure. After leaving the device running, the issue was not duplicated during further evaluation, and no alarm failures occurred. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.